Event description:
The patient reported that approximately three weeks ago she started experiencing a shocking sensation with pain radiating into her chest from her enterra device. The patient also states that she has seizures, black outs, and falls often. Further information is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.